Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.

Event description:
It was reported that the customer had a cosmetic damage on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated damage is just pure scratches on her screen and stated that it is very hard to use the insulin pump since she can't read the screen. The troubleshooting was performed. The patient was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.